Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-56, lot# j0309509v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-56, lot# j0309509v, implanted: (B)(6) 2003, product type: lead. Product ID: 748910 , serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported they were unable to achieve adequate pattern since the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2005. It was also reported the patient had a loss of therapeutic effect. The patient's symptom was pain not covered by stimulation. The patient's device system was replaced on (B)(6) 2006, and the patient resolved without sequelae. If additional information is received, a follow-up report will be sent.